Event description:
It was reported that, following a catheter replacement on (B)(6) 2014, the patient developed a meningocele. Since then, the patient had presented with swelling at the spinal incision site, as well as the abdominal pump pocket site from the cerebrospinal fluid (csf) tracking along the catheter. On (B)(6) 2014, intraoperatively, the spinal incision revealed the sutures tying down the anchor were not firmly in place and the anchor was floating in the csf. The neurosurgeon cut the existing purse string and ties from the anchor. The leading end of the anchor was repositioned deeper into the dura and firmly sutured to the lumbar-dorsal fascia. A new purse string was made around the existing implanted catheter at the spinal exit site in the lumbar spine. 15ml of clear, straw-colored fluid was withdrawn and was sent for a gram stain and csf culture. The patient never exhibited any signs or symptoms of therapy loss, so remained on an infusion rate of gablofen 419 mcg per day in simple continuous mode. As of (B)(6) 2014, the patient continued to demonstrate a csf leak, despite the surgical interventions. The neurosurgeon was concerned about a potential infection, a system explant was planned for (B)(6) 2014 and the managing hcp decreased the infusion rate in anticipation of this explant. The final patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Please see manufacturer report # 3004209178-2014-12991 for information pertaining to the catheter replacement on (B)(6) 2014.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Manufacturer narrative:
(B)(4).

Event description:
It was further provided that the most recent refill with the pump prior to explant was on (B)(6) 2014. There were no other changes in the medications for this patient. A visible bulge of fluid was seen by the patient's mom on (B)(6) who reported this to the managing clinicians as swelling on top of baclofen pump and at lumbar incision. It was never determined what caused the csf leak. Cultures were taken on (B)(6) from the csf which were negative. Of note, the lumbar wound revision did not respond to over-sewing or activity restriction. The parents presented to the ed on (B)(6) 2014. On (B)(6) 2014 the patient continued to have a csf leak as described above and the hole over his lumbar incision was getting larger. There was aggressive weaning of itb dose in preparation for surgical explant. Perioperative antibiotics were administered. Both the pump and the catheter were explanted on (B)(6) 2014. The location of the catheter issue was unknown. Cultures were taken on september 9 from the wound, the spinal incision, lumbar region, and (B)(6) grew out. The onset of infection, (B)(6), was (B)(6) 2014. The patient exhibited a fever along with redness, purulent drainage, and pain from the spinal incision, lumbar region. The fluid leaking from the lumbar incision site and the drainage was yellow and bloody. Nafcillin IV was given over a period of two weeks. The patient did not develop meningitis. Antibiotics were still being administered and the patient "was discharged from the hospital (B)(6) 2014. At that time the patient's status regarding his infection will be re-evaluated." The infection was reported as ongoing and the patient's spasticity was stable using 20 mg of oral baclofen very six hours. Itb withdrawal symptoms were and are being treated with oral antispasmodics as his pump was explanted with a daily infusion rate of 213.5 mcg/day. The child requested the pump after explant. Should additional information be received a supplemental report will be filed.